Manufacturer narrative:
Return requested. Replacement ext scu to r/a psu cable shipped to site 11/04/2015. Medtronic investigation of returned suspect ext scu to r/a psu cable found the cable to be in good condition with apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. Update 11/06/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while setting-up for a cranial procedure, and attempting to verify instruments, they had localizer not connected displayed as the camera status. In trouble-shooting, the navigation system was re-booted two times and function was restored enough to verify and register the patient. The site then saw the same error message displayed for approximately 5 minutes while attempting to navigate, then the camera status resumed normal function and worked normally for the remainder of the surgery. Delay in therapy was approximately 25 minutes while this camera status was working itself out. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.